Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device expulsion ("essure remain in her uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "product was implanted as part of a fertility treatment". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"). The patient was treated with 3 unspecified surgeries. At the time of the report, the device expulsion and adverse reaction outcome was unknown. The reporter considered adverse reaction and device expulsion to be related to essure. Diagnostic results: unk date: multiple sclerosis tests: negative results. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 24-jan-2018 for the following meddra preferred terms: device expulsion: the analysis in the global safety database revealed 380 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 22-jan-2018: report retrieved from tv news program in 2011, the product was implanted as part of a fertility treatment. She commented that she has presented a lot of adverse events and has been 3 times by the operating room.. Essure remained in her uterus. Case upgraded to serious and incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), hydrosalpinx ("the patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device"), pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"), abortion spontaneous ("spontaneous abortion"), allergy to metals ("allergic reaction to nickel") and hypoaesthesia ("she could not feel from the waist down") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "essure remain in her uterus" (seriousness criteria medically significant and intervention required) which ended on (B)(6) 2017, off label use of device "product was implanted as part of a fertility treatment", device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", device breakage "the patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device" (seriousness criteria medically significant and intervention required) and adverse reaction "symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events". In 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and hypoaesthesia (seriousness criterion medically significant). On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), bile duct obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), arthralgia ("joint pain"), myalgia ("muscle pain"), sciatica ("permanent sciatic"), complication of device removal ("essure was not extracted completely in the first procedure") and fallopian tube enlargement ("fallopian tube was very swelling") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure was removed on (B)(6) 2013 and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, hydrosalpinx, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, hypoaesthesia, swelling, metrorrhagia, pelvic pain, dyspepsia, bile duct obstruction, alopecia, arthralgia, myalgia, sciatica, complication of device removal and fallopian tube enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, arthralgia, bile duct obstruction, complication of device removal, dyspepsia, fallopian tube enlargement, hydrosalpinx, hypoaesthesia, metrorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, sciatica, swelling and uterine perforation to be related to essure. The reporter commented: as a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the fist procedure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: multiple sclerosis tests: negative results. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report provided from a tv program. Consumer referred that she could not feel from the waist down, her fallopian tube was very swelling, she has 8 years with the uterus perforated. Reporter and events "fallopian tube was very swelling and she could not feel from the waist down" were added. On (B)(6) 2019: report from same tv program, consumer informed eight days after the product insertion she could not feel from the waist down, she referred that 8 days later she known that it was because her uterus had been perforated. She also commented that she had fragments of the device. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, they don't know if it is in the kidney or in the intestines, but the uterus was ok'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), hydrosalpinx ('had a salpingectomy by hydrosalpinx to remove all the fragments of the device'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse') and abortion spontaneous ('spontaneous abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", off label use of device "product was implanted as part of a fertility treatment" and contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube." The patient's medical history included hydrosalpinx. In 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), bile duct obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), arthralgia ("joint pain"), myalgia ("muscle pain"), gait disturbance ("permanent limp"), sciatica ("permanent sciatic"), complication of device removal ("essure was not extracted completely in the first procedure") and fallopian tube enlargement ("fallopian tube was very swelling") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery essure was removed on (B)(6) 2013, salpingectomy to remove all the fragments of the essure on (B)(6) 2017 and salpingectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, hydrosalpinx, salpingitis, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, hypoaesthesia, limb discomfort, adverse reaction, swelling, metrorrhagia, pelvic pain, dyspepsia, bile duct obstruction, alopecia, arthralgia, myalgia, gait disturbance, sciatica, complication of device removal and fallopian tube enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, arthralgia, bile duct obstruction, complication of device removal, device breakage, device dislocation, dyspepsia, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, limb discomfort, metrorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, salpingitis, sciatica, swelling and uterine perforation to be related to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician who was speaking about the essure device with the reporter explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation. On an unknown date: multiple sclerosis tests: negative results. Most recent follow-up information incorporated above includes: on 6-may-2020: reporter¿s information was updated and new reporters were added, and patient¿s information was added. Essure removal date was updated, and antibiotics added as treatment medication. Also, the event device expulsion was updated with new information and recoded to device dislocation, and the events salpingitis, limb discomfort, gait disturbance and contraindicated device used were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device expulsion ("essure remain in her uterus"), device breakage ("the patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device"), hydrosalpinx ("the patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device"), pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"), abortion spontaneous ("spontaneous abortion") and allergy to metals ("allergic reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "product was implanted as part of a fertility treatment" and device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)". In 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), bile duct obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), arthralgia ("joint pain"), myalgia ("muscle pain"), sciatica ("permanent sciatic") and complication of device removal ("essure was not extracted completely in the first procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure was removed on (B)(6)2013) and surgery (salpingectomy on (B)(6)2017). At the time of the report, the uterine perforation, device expulsion, device breakage, hydrosalpinx, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, adverse reaction, swelling, metrorrhagia, pelvic pain, dyspepsia, bile duct obstruction, alopecia, arthralgia, myalgia, sciatica and complication of device removal outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, arthralgia, bile duct obstruction, complication of device removal, device breakage, device expulsion, dyspepsia, hydrosalpinx, metrorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, sciatica, swelling and uterine perforation to be related to essure. The reporter commented: as a consequence of the adverse events, essure was removed on (B)(6)2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6)2017 because essure was not extracted completely in the fist procedure. Diagnostic results: unk date: multiple sclerosis tests: negative results the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on(B)(6)2018 for the following meddra preferred terms: 1)uterine perforation. The analysis in the global safety database revealed 1349 cases. 2)device expulsion. The analysis in the global safety database revealed 844 cases. 3)device breakage. The analysis in the global safety database revealed 2.565 cases. 4)hydrosalpinx. The analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6)2018: events: swelling, metrorrhagia, pelvic pain, spontaneous abortion, pregnancy under essure, uterine perforation, allergic reaction to nickel, digestive problems, obstruction of bile ducts, alopecia, joint pain, muscle pain, permanent sciatic, device ineffective, device breakage, hydrosalpinx and device removal incomplete were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, they don't know if it is in the kidney or in the intestines, but the uterus was ok'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), hydrosalpinx ('had a salpingectomy by hydrosalpinx to remove all the fragments of the device'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse') and abortion spontaneous ('spontaneous abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", off label use of device "product was implanted as part of a fertility treatment" and contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube". The patient's medical history included hydrosalpinx. In 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), biliary obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), arthralgia ("joint pain"), myalgia ("muscle pain"), gait disturbance ("permanent limp"), sciatica ("permanent sciatic"), complication of device removal ("essure was not extracted completely in the first procedure") and fallopian tube enlargement ("fallopian tube was very swelling") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (essure was removed on (B)(6) 2013, salpingectomy to remove all the fragments of the essure on (B)(6) 2017 and salpingectomy on 10-aug-2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, hydrosalpinx, salpingitis, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, hypoaesthesia, limb discomfort, adverse reaction, swelling, metrorrhagia, pelvic pain, dyspepsia, biliary obstruction, alopecia, arthralgia, myalgia, gait disturbance, sciatica, complication of device removal and fallopian tube enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, arthralgia, biliary obstruction, complication of device removal, device breakage, device dislocation, dyspepsia, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, limb discomfort, metrorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, salpingitis, sciatica, swelling and uterine perforation to be related to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician who was speaking about the essure device with the reporter explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: multiple sclerosis tests: negative results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. On (B)(6) 2021: ha number re-sent. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The case describes the occurrence of uterine perforation ('uterine perforation'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), embedded device ('pieces of essure devices still embedded in left cornual side of myometrium'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, unknown if in the kidney or in the intestines, but the uterus was ok'), hydrosalpinx ('worsening of the left hydrosalpinx'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse') and abortion spontaneous ('spontaneous abortion'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure. Other product or product use issues identified: off label use of device "product was implanted as part of a fertility treatment", contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube" and device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)". The patient's medical history included hydrosalpinx on (B)(6) 2010, dysmenorrhea (increased over time) on (B)(6) 2010, seasonal asthma (since she changed job) in (B)(6) 2009, metrorrhagia (normal but painful periods) on (B)(6) 2009, genital bleeding (bleeding less than menstruation) on (B)(6) 2009, in vitro fertilization (2 ivf treatments are performed without achieving pregnancy) in 2007, sterility in 2005, anxiety (anguish, uncertainty, discontinuous sleep, fear) in 2005, endometriosis (operated on in 2005) in 2005, headache (episode of 10 days of evolution) in 2004, memory loss (symptoms for 3 days) in 2004, blurred vision (no alterations in strength or sensitivity. Clinical judgment: headache. Preferential appointment with neurologist) in 2004, iliac fossa pain (pain of 24 hours of evolution) in 2002, hyperprolactinemia in 2001, intra-abdominal bleeding in 2001, lower abdominal discomfort in 2001, flank pain (no gynecological pathology was visible) from 1999 to 2000, dysmenorrhea ((B)(6) 1999: no pathological findings on exploration and complementary tests performed. 17-dec-2010: severe dysmenorrhea) in 1999, ovarian operation (of the twisted left ovary, in this surgical act a partial left ovariotomy and retrocecal appendectomy were performed. In this surgical act a partial left ovariotomy and retrocecal appendectomy were performed) in 1998, tumour excision (removal of ovarian, paraovarian tumors and of broad ligament) in 1998, ovarian tumour benign in 1998, iliac fossa pain (5 days of evolution) in 1998, myalgia (electrocution accident at age 2.5 years, referring since then to myalgia at the level of the left scapular contour, left hip and left ankle) in 1979, arthralgia in 1979 and skin scarring (when electrocution). Ex smoker. Previously administered products included for depressive disorder: antidepressant in 2008; for irregular periods: oral contraceptive nos in 1998; for an unreported indication: nolotil on (B)(6) 2011 and anxiolytics in 2008. Past adverse reactions to the above products included drug hypersensitivity with nolotil. Concurrent conditions included post-traumatic pain (traffic accident two days ago, cervical pain and parascapular region / cervicalgia, post traumatic - trauma from a traffic accident) since 2005. Family history included laryngeal cancer (father) and heart transplant (mother). Concomitant products included tranexamic acid since (B)(6) 2009 for genital bleeding, amitriptyline since (B)(6) 2012 for paresthesia lower limb as well as ibuprofen. In (B)(6) 2011, the patient experienced back pain ("lumbalgia / lumbalgia not irradiated / pain increases with movements"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure very painful"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), swelling ("swelling / pelvic swelling"), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On (B)(6) 2012, the patient experienced cholecystitis ("cholecystitis"). On (B)(6) 2012, the patient underwent the first episode of in vitro fertilisation ("first ivf cycle"). On (B)(6) 2012, the patient underwent the second episode of in vitro fertilisation ("second ivf cycle (two embryos are transferred) / embryonic transfer (two)"). On (B)(6) 2012, the patient underwent controlled ovarian stimulation ("third ivf cycle / ovarian stimulation and follicular aspiration"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe dysmenorrhea (the pain is located mainly on the left side)"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction to nickel"), intermenstrual bleeding ("metrorrhagia"), fallopian tube enlargement ("fallopian tube was very swelling"), paraesthesia ("lower limb paresthesia"), musculoskeletal pain ("joint pain, muscle pain"), sciatica ("permanent sciatic / recurrent left lumbosciatica"), gait disturbance ("permanent limp"), ophthalmic migraine ("periocular headaches with a migraine profile"), biliary obstruction ("obstruction of bile ducts"), dyspepsia ("digestive problems"), alopecia ("alopecia"), hyperprolactinaemia ("hyperprolactinemia") and complication of device removal ("essure was not extracted completely in the first procedure") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (cholecystectomy, essure removal on (B)(6) 2013, salpingectomy to remove all essure fragments on (B)(6) 2017, laparoscopic left hydrosalpinx removal and removal of left permanent essure on (B)(6) 2013 and laparotomy for removal of the pieces scheduled on (B)(6) 2018). At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, hydrosalpinx, salpingitis, back pain, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, allergy to metals, intermenstrual bleeding, procedural pain, fallopian tube enlargement, swelling, hypoaesthesia, musculoskeletal pain, limb discomfort, sciatica, gait disturbance, ophthalmic migraine, biliary obstruction, cholecystitis, dyspepsia, alopecia, hyperprolactinaemia, controlled ovarian stimulation, the last episode of in vitro fertilisation and complication of device removal outcome was unknown and the paraesthesia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, biliary obstruction, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, intermenstrual bleeding, limb discomfort, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, procedural pain, salpingitis, sciatica, swelling and uterine perforation to be related to essure. The relationship of cholecystitis, hyperprolactinaemia and ophthalmic migraine to treatment with essure was not reported. The reporter considered controlled ovarian stimulation, paraesthesia, the first episode of in vitro fertilisation and the second episode of in vitro fertilisation to be unrelated to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. The personal history shows electrocution accident at 2 years of age, since then referring to myalgias at the level of left scapular contracture, left hip and left ankle (clinical judgment: paresthesias in the lower right limb in a patient with a history of electrocution compatible with neurological sequelae). There are no pregnancy diagnoses in any of the 5 ivf cycles that were performed. Diagnosed primary sterility is derived from endometriotic pathology that conditions ovaries with few oocytes and probably of poor quality, in addition to the difficulties added by tubal pathology, there being no causal relationship with the essure device. Events initially reported as symptoms of multiple sclerosis (excluded by clinical tests/ a lot of adverse events (specified at subsequent follow-ups). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2005: prolactin h 34.9 microg / l (women 1.20-29.93); on (B)(6) 2012: creatinine 0.68 mg / dl (0.70-1.20) hematimetry red blood cells 4.05 x 10e6 / microl (4.20-6.10) mch 31.7 pg (27.0-31.0) mchc 32.0 g / dl (33.0-37.0) rdw 10.6% (11.4-14.5) coagulation apt ratio 0.9 (1.0-1.3) clia antibodies (igg) against rubella virus positive; on 04-oct-2012: creatinine 0.65 mg / dl (0.70-1.20) hematimetry red cells 4.06 x 10e6 / microl (4.20-6.10) mch 33.0 pg (27.0-31.0); on 10-dec-2012: serologies (27/ feb / 2012) anti-hiv antibody: negative hbsag: negative anti-hcv antibody: negative lues (rpr): negative rubella: immune rh-group: a-negative fsh: 7.8 iu / l lh: 2.4 iu / l estradiol: 121, pg / ml tsh: 2.2 mu / l prolactin: 47.8 ng / ml testosterone: 0 ng / dl progesterone (luteal phase): 0 ng / ml. Chromopertubation - on (B)(6) 2005: laparoscopy and chromopertubation: both tubes beaded, contrast does not pass through the left tube, through the right it passes with difficulty. Small endometriotic focus in the uterosacral ligament. Very small remainder of normal left ovary. Normal-appearing right ovary. Hysteroscopy - on (B)(6) 2011: the essure device is placed in the left tube. Investigation - on an unknown date: multiple sclerosis tests: negative results. Physical examination - on (B)(6) 2002: painful bimanual touch in the right iliac fossa. Normal analytics; on (B)(6) 2004: soft, depressible abdomen, not megaly. Negative blumberg extremities without edema; on (B)(6) 2011: pain on palpation of lumbar paravertebral muscles, especially right ones, muscle contracture in the area, pain on mobilization; on (B)(6) 2016: abdomen: not painful. Lower limbs: slight swelling of the right knee, not painful on palpation. Rubella antibody test - on (B)(6) 2010: 20.4 iu / ml - igg: positive, igm: negative. Scan - in 2013: after left salpingectomy with essure removal pieces of the essure devices still embedded in the left cornual side of myometrium. Spinal x-ray - on (B)(6) 2005: cervical spine rectification. Ultrasound uterus - on (B)(6) 1998: 6 x 4 anechoic left ovary; on (B)(6) 1998: twisted ovarian cyst; on (B)(6) 2001: painful right annex on examination; ultrasound without findings; on (B)(6) 2002: formation in the right ovary of 38 x 37 mm, characteristics of benignity; on (B)(6) 2009: uterus in retroversion of normal size. Normal right annex, left annex is not displayed. No free fluid; on (B)(6) 2010: uterus in retro, regular. Normal right ovary. There is no left ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-mar-2020: lawyer provided new events: joint and muscle pain, embedded device, laparotomy for removal of the pieces scheduled on (B)(6) 2018. Adverse event nos / symptoms of multiple sclerosis deleted because events were specified and multiple sclerosis excluded by tests. Left oophorectomy for event back pain was demoted to medical history (intervention in 1998 for endometrioma). On 14-may-2021: no new information based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, they don't know if it is in the kidney or in the intestines, but the uterus was ok'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), hydrosalpinx ('had a salpingectomy by hydrosalpinx to remove all the fragments of the device'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse'), abortion spontaneous ('spontaneous abortion') and back pain ('lumbalgia / lumbalgia not irradiated / pain increases with movements') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", off label use of device "product was implanted as part of a fertility treatment" and contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube". The patient's medical history included hydrosalpinx on (B)(6) 2010, dysmenorrhea (that has increased over time) on (B)(6) 2010, asthma (since she changed job) in (B)(6) 2009, metrorrhagia (she reports that she has normal but painful periods) on (B)(6) 2009, genital bleeding (bleeding less than menstruation) on (B)(6) 2009, fertilization (2 ivf treatments are performed without achieving pregnancy) in 2007, sterility in 2005, anxiety (anguish, uncertainty, discontinuous sleep, fear.) In 2005, endometriosis (operated on in 2005) in 2005, back pain (traffic accident two days ago) in 2005, headache (episode of 10 days of evolution.) In 2004, memory loss (symptoms for 3 days) in 2004, blurred vision (no alterations in strength or sensitivity. Clinical judgment: headache. Preferential appointment with neurologist.) In 2004, iliac fossa pain (pain of 24 hours of evolution) in 2002, hyperprolactinemia in 2001, intra-abdominal bleeding in 2001, lower abdominal discomfort in 2001, flank pain (no gynecological pathology was visible.) From 1999 to 2000, dysmenorrhea ((B)(6) 1999: no pathological findings on exploration and complementary tests performed. (B)(6) 2010: severe dysmenorrhea -) in 1999, ovarian operation (of the twisted left ovary, in this surgical act a partial left ovariotomy and retrocecal appendectomy were performed. In this surgical act a partial left ovariotomy and retrocecal appendectomy were performed.) In 1998, tumour excision (removal of ovarian, paraovarian tumors and of broad ligament) in 1998, ovarian tumour benign in 1998, iliac fossa pain (5 days of evolution) in 1998, myalgia (an electrocution accident with 2.5 years of life, referring since then to myalgia at the level of the left scapular contour, left hip and left ankle.) In 1979, arthralgia in 1979 and skin scarring (when electrocution). Ex smoker. Previously administered products included for depressive disorder: antidepressant in 2008; for irregular periods: oral contraceptive nos in 1998; for an unreported indication: nolotil on (B)(6) 2011 and anxiolytics in 2008. Past adverse reactions to the above products included drug hypersensitivity with nolotil. Family history included laryngeal cancer (father) and heart transplant (mother). Concomitant products included tranexamic acid since (B)(6) 2009 for genital bleeding, amitriptyline since (B)(6) 2012 for paresthesia lower limb as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure very painful"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("pelvic swelling "), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On (B)(6) 2012, the patient experienced cholecystitis ("cholecystitis"). On (B)(6) 2012, the patient underwent the first episode of assisted fertilisation ("first ivf cycle"). On (B)(6) 2012, the patient underwent the second episode of assisted fertilisation ("second ivf cycle (two embryos are transferred) / embryonic transfer (two)"). On (B)(6) 2012, the patient underwent controlled ovarian stimulation ("third ivf cycle / ovarian stimulation and follicular aspiration"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe dysmenorrhea (the pain is located mainly on the left side)"). On (B)(6) 2013, the patient experienced neck pain ("cervical pain and parascapular region / cervicalgia (post-traumatic - trauma from a traffic accident)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), pelvic inflammation ("swelling / pelvic swelling "), intermenstrual bleeding ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), biliary obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), gait disturbance ("permanent limp"), sciatica ("permanent sciatic / recurrent left lumbosciatica"), complication of device removal ("essure was not extracted completely in the first procedure"), fallopian tube enlargement ("fallopian tube was very swelling"), ophthalmic migraine ("periocular headaches with a migraine profile"), hyperprolactinaemia ("hyperprolactinemia") and paraesthesia ("lower limb paresthesia") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (cholecystectomy, essure was removed on (B)(6) 2013, salpingectomy to remove all the fragments of the essure on (B)(6) 2017, left oophorectomy for benign tumor and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, hydrosalpinx, salpingitis, abortion spontaneous, back pain, pregnancy with contraceptive device, pelvic inflammatory disease, allergy to metals, hypoaesthesia, limb discomfort, adverse reaction, pelvic inflammation, intermenstrual bleeding, pelvic pain, dyspepsia, biliary obstruction, alopecia, gait disturbance, sciatica, complication of device removal, fallopian tube enlargement, ophthalmic migraine, hyperprolactinaemia, procedural pain, the last episode of assisted fertilisation, controlled ovarian stimulation, dysmenorrhoea, neck pain and cholecystitis outcome was unknown and the paraesthesia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, back pain, biliary obstruction, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspepsia, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, intermenstrual bleeding, limb discomfort, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, salpingitis, sciatica, uterine perforation and pelvic inflammation to be related to essure. The reporter provided no causality assessment for cholecystitis, hyperprolactinaemia and ophthalmic migraine with essure. The reporter considered controlled ovarian stimulation, neck pain, paraesthesia, the first episode of assisted fertilisation and the second episode of assisted fertilisation to be unrelated to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician who was speaking about the essure device with the reporter explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) -2017 because essure was not extracted completely in the first procedure. The personal history shows electrocution accident at 2 years of age, since then referring to myalgias at the level of left scapular contracture, left hip and left ankle (clinical judgment: paresthesias in the lower right limb in a patient with a history of electrocution compatible with neurological sequelae). There are no pregnancy diagnosis in any of the 5 ivf cycles that were performed. Diagnosed primary sterility is derived from endometriotic pathology that conditions ovaries with few oocytes and probably of poor quality, in addition to the difficulties added by tubal pathology, there being no causal relationship with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2005: prolactin h 34.9 microg / l (women 1.20-29.93); on (B)(6) 2012: creatinine 0.68 mg / dl (0.70-1.20) hematimetry red blood cells 4.05 x 10e6 / microl (4.20-6.10) mch 31.7 pg (27.0-31.0) mchc 32.0 g / dl (33.0-37.0) rdw 10.6% (11.4-14.5) coagulation apt ratio 0.9 (1.0-1.3) clia antibodies (igg) against rubella virus positive; on (B)(6) 2012: creatinine 0.65 mg / dl (0.70-1.20) hematimetry red cells 4.06 x 10e6 / microl (4.20-6.10) mch 33.0 pg (27.0-31.0); on (B)(6) 2012: serologies ((B)(6) 2012) anti-hiv antibody: negative hbsag: negative anti-hcv antibody: negative lues (rpr): negative rubella: immune rh-group: a-negative fsh: 7.8 iu / l lh: 2.4 iu / l estradiol: 121, pg / ml tsh: 2.2 mu / l prolactin: 47.8 ng / ml testosterone: 0 ng / dl progesterone (luteal phase): 0 ng / ml. Chromopertubation - on (B)(6) 2005: laparoscopy and chromopertubation: both tubes beaded, contrast does not pass through the left tube, through the right it passes with difficulty. Small endometriotic focus in the uterosacral ligament. Very small remainder of normal left ovary. Normal-appearing right ovary.. Hysteroscopy - on (B)(6) 2011: the essure device is placed in the left tube.. Investigation - on an unknown date: multiple sclerosis tests: negative results. Physical examination - on (B)(6) 2002: painful bimanual touch in the right iliac fossa. Normal analytics.; on (B)(6) 2004: soft, depressible abdomen, not megaly. Negative blumberg extremities without edema.; on (B)(6) 2011: pain on palpation of lumbar paravertebral muscles, especially right ones, muscle contracture in the area, pain on mobilization.; on (B)(6) 2016: abdomen: not painful. Lower limbs: slight swelling of the right knee, not painful on palpation.. Rubella antibody test - on (B)(6) 2010: 20.4 iu / ml - igg: positive igm: negative. Spinal x-ray - on (B)(6) 2005: cervical spine rectification. Ultrasound uterus - on 08-dec-1998: 6 x 4 anechoic left ovary; on 09-dec-1998: twisted ovarian cyst; on (B)(6) 2001: painful right annex on examination; ultrasound without findings; on (B)(6) 2002: formation in the right ovary of 38 x 37 mm, characteristics of benignity; on (B)(6) 2009: uterus in retroversion of normal size. Normal right annex, left annex is not displayed. No free fluid.; on (B)(6) 2010: uterus in retro, regular. Normal right ovary. There is no left ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. On 6-may-2021: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, they don't know if it is in the kidney or in the intestines, but the uterus was ok'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), hydrosalpinx ('had a salpingectomy by hydrosalpinx to remove all the fragments of the device'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse'), abortion spontaneous ('spontaneous abortion') and back pain ('lumbalgia / lumbalgia not irradiated / pain increases with movements') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", off label use of device "product was implanted as part of a fertility treatment" and contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube". The patient's medical history included hydrosalpinx on (B)(6) 2010, dysmenorrhea (that has increased over time) on (B)(6) 2010, asthma (since she changed job) in (B)(6) 2009, metrorrhagia (she reports that she has normal but painful periods) on (B)(6) 2009, genital bleeding (bleeding less than menstruation) on (B)(6) 2009, fertilization (2 ivf treatments are performed without achieving pregnancy) in 2007, sterility in 2005, anxiety (anguish, uncertainty, discontinuous sleep, fear.) In 2005, endometriosis (operated on in 2005) in 2005, back pain (traffic accident two days ago) in 2005, headache (episode of 10 days of evolution.) In 2004, memory loss (symptoms for 3 days) in 2004, blurred vision (no alterations in strength or sensitivity. Clinical judgment: headache. Preferential appointment with neurologist.) In 2004, iliac fossa pain (pain of 24 hours of evolution) in 2002, hyperprolactinemia in 2001, intra-abdominal bleeding in 2001, lower abdominal discomfort in 2001, flank pain (no gynecological pathology was visible.) From 1999 to 2000, dysmenorrhea ((B)(6) 1999: no pathological findings on exploration and complementary tests performed. (B)(6) 2010: severe dysmenorrhea -) in 1999, ovarian operation (of the twisted left ovary, in this surgical act a partial left ovariotomy and retrocecal appendectomy were performed. In this surgical act a partial left ovariotomy and retrocecal appendectomy were performed.) In 1998, tumour excision (removal of ovarian, paraovarian tumors and of broad ligament) in 1998, ovarian tumour benign in 1998, iliac fossa pain (5 days of evolution) in 1998, myalgia (an electrocution accident with 2.5 years of life, referring since then to myalgia at the level of the left scapular contour, left hip and left ankle.) In 1979, arthralgia in 1979 and skin scarring (when electrocution). Ex smoker. Previously administered products included for depressive disorder: antidepressant in 2008; for irregular periods: oral contraceptive nos in 1998; for an unreported indication: nolotil on (B)(6) 2011 and anxiolytics in 2008. Past adverse reactions to the above products included drug hypersensitivity with nolotil. Family history included laryngeal cancer (father) and heart transplant (mother). Concomitant products included tranexamic acid since (B)(6) 2009 for genital bleeding, amitriptyline since (B)(6) 2012 for paresthesia lower limb as well as ibuprofen. In (B)(6) 2011, the patient experienced back pain (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure very painful"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease ("pelvic swelling "), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On (B)(6) 2012, the patient experienced cholecystitis ("cholecystitis"). On (B)(6) 2012, the patient underwent the first episode of assisted fertilisation ("first ivf cycle"). On (B)(6) 2012, the patient underwent the second episode of assisted fertilisation ("second ivf cycle (two embryos are transferred) / embryonic transfer (two)"). On (B)(6) 2012, the patient underwent controlled ovarian stimulation ("third ivf cycle / ovarian stimulation and follicular aspiration"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe dysmenorrhea (the pain is located mainly on the left side)"). On (B)(6) 2013, the patient experienced neck pain ("cervical pain and parascapular region / cervicalgia (post-traumatic - trauma from a traffic accident)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), pelvic inflammation ("swelling / pelvic swelling "), intermenstrual bleeding ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), biliary obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), gait disturbance ("permanent limp"), sciatica ("permanent sciatic / recurrent left lumbosciatica"), complication of device removal ("essure was not extracted completely in the first procedure"), fallopian tube enlargement ("fallopian tube was very swelling"), ophthalmic migraine ("periocular headaches with a migraine profile"), hyperprolactinaemia ("hyperprolactinemia") and paraesthesia ("lower limb paresthesia") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (cholecystectomy, essure was removed on (B)(6) 2013, salpingectomy to remove all the fragments of the essure on (B)(6) 2017, left oophorectomy for benign tumor and salpingectomy on (B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, hydrosalpinx, salpingitis, abortion spontaneous, back pain, pregnancy with contraceptive device, pelvic inflammatory disease, allergy to metals, hypoaesthesia, limb discomfort, adverse reaction, pelvic inflammation, intermenstrual bleeding, pelvic pain, dyspepsia, biliary obstruction, alopecia, gait disturbance, sciatica, complication of device removal, fallopian tube enlargement, ophthalmic migraine, hyperprolactinaemia, procedural pain, the last episode of assisted fertilisation, controlled ovarian stimulation, dysmenorrhoea, neck pain and cholecystitis outcome was unknown and the paraesthesia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, back pain, biliary obstruction, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspepsia, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, intermenstrual bleeding, limb discomfort, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, salpingitis, sciatica, uterine perforation and pelvic inflammation to be related to essure. The reporter provided no causality assessment for cholecystitis, hyperprolactinaemia and ophthalmic migraine with essure. The reporter considered controlled ovarian stimulation, neck pain, paraesthesia, the first episode of assisted fertilisation and the second episode of assisted fertilisation to be unrelated to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician who was speaking about the essure device with the reporter explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. The personal history shows electrocution accident at 2 years of age, since then referring to myalgias at the level of left scapular contracture, left hip and left ankle (clinical judgment: paresthesias in the lower right limb in a patient with a history of electrocution compatible with neurological sequelae). There are no pregnancy diagnosis in any of the 5 ivf cycles that were performed. Diagnosed primary sterility is derived from endometriotic pathology that conditions ovaries with few oocytes and probably of poor quality, in addition to the difficulties added by tubal pathology, there being no causal relationship with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2005: prolactin h 34.9 microg / l (women 1.20-29.93); on (B)(6) 2012: creatinine 0.68 mg / dl (0.70-1.20) ; hematimetry red blood cells 4.05 x 10e6 / microl (4.20-6.10) ; mch 31.7 pg (27.0-31.0) ; mchc 32.0 g / dl (33.0-37.0) ; rdw 10.6% (11.4-14.5) ; coagulation apt ratio 0.9 (1.0-1.3) ; clia antibodies (igg) against rubella virus positive; on (B)(6) 2012: creatinine 0.65 mg / dl (0.70-1.20) hematimetry red cells 4.06 x 10e6 / microl (4.20-6.10) mch 33.0 pg (27.0-31.0); on (B)(6) 2012: serologies ((B)(6) 2012) anti-hiv antibody: negative. Hbsag: negative. Anti-hcv antibody: negative . Lues (rpr): negative rubella: immune. Rh-group: a-negative. Fsh: 7.8 iu / l . Lh: 2.4 iu / l . Estradiol: 121, pg / ml . Tsh: 2.2 mu / l . Prolactin: 47.8 ng / ml . Testosterone: 0 ng / dl . Progesterone (luteal phase): 0 ng / ml. Chromopertubation - on (B)(6) 2005: laparoscopy and chromopertubation: both tubes beaded, contrast does not pass through the left tube, through the right it passes with difficulty. Small endometriotic focus in the uterosacral ligament. Very small remainder of normal left ovary. Normal-appearing right ovary.. Hysteroscopy - on (B)(6) 2011: the essure device is placed in the left tube. Investigation - on an unknown date: multiple sclerosis tests: negative results. Physical examination - on (B)(6) 2002: painful bimanual touch in the right iliac fossa. Normal analytics.; on (B)(6) 2004: soft, depressible abdomen, not megaly. Negative blumberg extremities without edema.; on (B)(6) 2011: pain on palpation of lumbar paravertebral muscles, especially right ones, muscle contracture in the area, pain on mobilization.; on (B)(6) 2016: abdomen: not painful. Lower limbs: slight swelling of the right knee, not painful on palpation.. Rubella antibody test - on (B)(6) 2010: 20.4 iu / ml - igg: positive. Igm: negative. Spinal x-ray - on (B)(6) 2005: cervical spine rectification. Ultrasound uterus - on (B)(6) 1998: 6 x 4 anechoic left ovary; on (B)(6) 1998: twisted ovarian cyst; on (B)(6) 2001: painful right annex on examination; ultrasound without findings; on (B)(6) 2002: formation in the right ovary of 38 x 37 mm, characteristics of benignity; on (B)(6) 2009: uterus in retroversion of normal size. Normal right annex, left annex is not displayed. No free fluid.; on (B)(6) 2010: uterus in retro, regular. Normal right ovary. There is no left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the patient´s date of birth and the age when start the adverse events, full start date of essure, medical history, historical drugs and family history, medical records received (concomitant drugs, new adverse events: periocular headaches with a migraine profile, hyperprolactinemia, paresthesia of lower limbs, 5 cycles of ifv, procedural pain (insertion of essure), lumbalgia, severe dysmenorrhea, neck pain, cholecystitis). The adverse event swelling nos was updated to pelvic swelling and the adverse events 'myalgia' and 'arthralgia' were updated to medical history. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), embedded device ('pieces of essure devices still embedded in left cornual side of myometrium'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, unknown if in the kidney or in the intestines, but the uterus was ok'), hydrosalpinx ('worsening of the left hydrosalpinx'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse') and abortion spontaneous ('spontaneous abortion') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "product was implanted as part of a fertility treatment", contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube" and device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)". The patient's medical history included hydrosalpinx on (B)(6) 2010, dysmenorrhea (increased over time) on (B)(6) 2010, seasonal asthma (since she changed job) in (B)(6) 2009, metrorrhagia (normal but painful periods) on (B)(6) 2009, genital bleeding (bleeding less than menstruation) on (B)(6) 2009, in vitro fertilization (2 ivf treatments are performed without achieving pregnancy) in 2007, sterility in 2005, anxiety (anguish, uncertainty, discontinuous sleep, fear) in 2005, endometriosis (operated on in 2005) in 2005, headache (episode of 10 days of evolution) in 2004, memory loss (symptoms for 3 days) in 2004, blurred vision (no alterations in strength or sensitivity. Clinical judgment: headache. Preferential appointment with neurologist) in 2004, iliac fossa pain (pain of 24 hours of evolution) in 2002, hyperprolactinemia in 2001, intra-abdominal bleeding in 2001, lower abdominal discomfort in 2001, flank pain (no gynecological pathology was visible) from 1999 to 2000, dysmenorrhea ((B)(6) 1999: no pathological findings on exploration and complementary tests performed. (B)(6) 2010: severe dysmenorrhea) in 1999, ovarian operation (of the twisted left ovary, in this surgical act a partial left ovariotomy and retrocecal appendectomy were performed. In this surgical act a partial left ovariotomy and retrocecal appendectomy were performed) in 1998, tumour excision (removal of ovarian, paraovarian tumors and of broad ligament) in 1998, ovarian tumour benign in 1998, iliac fossa pain (5 days of evolution) in 1998, myalgia (electrocution accident at age 2.5 years, referring since then to myalgia at the level of the left scapular contour, left hip and left ankle) in 1979, arthralgia in 1979 and skin scarring (when electrocution). Ex smoker. Previously administered products included for depressive disorder: antidepressant in 2008; for irregular periods: oral contraceptive nos in 1998; for an unreported indication: nolotil on (B)(6) 2011 and anxiolytics in 2008. Past adverse reactions to the above products included drug hypersensitivity with nolotil. Concurrent conditions included post-traumatic pain (traffic accident two days ago, cervical pain and parascapular region / cervicalgia, post traumatic - trauma from a traffic accident) since 2005. Family history included laryngeal cancer (father) and heart transplant (mother). Concomitant products included tranexamic acid since (B)(6) 2009 for genital bleeding, amitriptyline since (B)(6) 2012 for paresthesia lower limb as well as ibuprofen. In (B)(6) 2011, the patient experienced back pain ("lumbalgia / lumbalgia not irradiated / pain increases with movements"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure very painful"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), swelling ("swelling / pelvic swelling"), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On (B)(6) 2012, the patient experienced cholecystitis ("cholecystitis"). On (B)(6) 2012, the patient underwent the first episode of in vitro fertilisation ("first ivf cycle"). On (B)(6) 2012, the patient underwent the second episode of in vitro fertilisation ("second ivf cycle (two embryos are transferred) / embryonic transfer (two)"). On (B)(6) 2012, the patient underwent controlled ovarian stimulation ("third ivf cycle / ovarian stimulation and follicular aspiration"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe dysmenorrhea (the pain is located mainly on the left side)"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction to nickel"), intermenstrual bleeding ("metrorrhagia"), fallopian tube enlargement ("fallopian tube was very swelling"), paraesthesia ("lower limb paresthesia"), musculoskeletal pain ("joint pain, muscle pain"), sciatica ("permanent sciatic / recurrent left lumbosciatica"), gait disturbance ("permanent limp"), ophthalmic migraine ("periocular headaches with a migraine profile"), biliary obstruction ("obstruction of bile ducts"), dyspepsia ("digestive problems"), alopecia ("alopecia"), hyperprolactinaemia ("hyperprolactinemia") and complication of device removal ("essure was not extracted completely in the first procedure") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (cholecystectomy, essure removal on (B)(6) 2013, salpingectomy to remove all essure fragments on (B)(6) 2017, laparoscopic left hydrosalpinx removal and removal of left permanent essure on (B)(6) 2013 and laparotomy for removal of the pieces scheduled on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, hydrosalpinx, salpingitis, back pain, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, allergy to metals, intermenstrual bleeding, procedural pain, fallopian tube enlargement, swelling, hypoaesthesia, musculoskeletal pain, limb discomfort, sciatica, gait disturbance, ophthalmic migraine, biliary obstruction, cholecystitis, dyspepsia, alopecia, hyperprolactinaemia, controlled ovarian stimulation, the last episode of in vitro fertilisation and complication of device removal outcome was unknown and the paraesthesia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, biliary obstruction, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, intermenstrual bleeding, limb discomfort, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, procedural pain, salpingitis, sciatica, swelling and uterine perforation to be related to essure. The reporter provided no causality assessment for cholecystitis, hyperprolactinaemia and ophthalmic migraine with essure. The reporter considered controlled ovarian stimulation, paraesthesia, the first episode of in vitro fertilisation and the second episode of in vitro fertilisation to be unrelated to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. The personal history shows electrocution accident at 2 years of age, since then referring to myalgias at the level of left scapular contracture, left hip and left ankle (clinical judgment: paresthesias in the lower right limb in a patient with a history of electrocution compatible with neurological sequelae). There are no pregnancy diagnoses in any of the 5 ivf cycles that were performed. Diagnosed primary sterility is derived from endometriotic pathology that conditions ovaries with few oocytes and probably of poor quality, in addition to the difficulties added by tubal pathology, there being no causal relationship with the essure device. Events initially reported as symptoms of multiple sclerosis (excluded by clinical tests/ a lot of adverse events (specified at subsequent follow-ups). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2005: prolactin h 34.9 microg / l (women 1.20-29.93); on (B)(6) 2012: creatinine 0.68 mg / dl (0.70-1.20) hematimetry red blood cells 4.05 x 10e6 / microl (4.20-6.10) mch 31.7 pg (27.0-31.0) mchc 32.0 g / dl (33.0-37.0) rdw 10.6% (11.4-14.5) coagulation apt ratio 0.9 (1.0-1.3) clia antibodies (igg) against rubella virus positive; on (B)(6) 2012: creatinine 0.65 mg / dl (0.70-1.20) hematimetry red cells 4.06 x 10e6 / microl (4.20-6.10) mch 33.0 pg (27.0-31.0); on (B)(6) 2012: serologies ((B)(6) 2012) anti-hiv antibody: negative, hbsag: negative, anti-hcv antibody: negative, lues (rpr): negative rubella: immune, rh-group: a-negative, fsh: 7.8 iu / l, lh: 2.4 iu / l, estradiol: 121, pg / ml, tsh: 2.2 mu / l, prolactin: 47.8 ng / ml, testosterone: 0 ng / dl, and progesterone (luteal phase): 0 ng / ml. Chromopertubation - on (B)(6) 2005: laparoscopy and chromopertubation: both tubes beaded, contrast does not pass through the left tube, through the right it passes with difficulty. Small endometriotic focus in the uterosacral ligament. Very small remainder of normal left ovary. Normal-appearing right ovary. Hysteroscopy - on (B)(6) 2011: the essure device is placed in the left tube. Investigation - on an unknown date: multiple sclerosis tests: negative results. Physical examination - on (B)(6) 2002: painful bimanual touch in the right iliac fossa. Normal analytics; on (B)(6) 2004: soft, depressible abdomen, not megaly. Negative blumberg extremities without edema; on (B)(6) 2011: pain on palpation of lumbar paravertebral muscles, especially right ones, muscle contracture in the area, pain on mobilization; on (B)(6) 2016: abdomen: not painful. Lower limbs: slight swelling of the right knee, not painful on palpation. Rubella antibody test - on (B)(6) 2010: 20.4 iu / ml - igg: positive, igm: negative. Scan - in 2013: after left salpingectomy with essure removal pieces of the essure devices still embedded in the left cornual side of myometrium. Spinal x-ray - on (B)(6) 2005: cervical spine rectification. Ultrasound uterus - on (B)(6) 1998: 6 x 4 anechoic left ovary; on (B)(6) 1998: twisted ovarian cyst; on (B)(6) 2001: painful right annex on examination; ultrasound without findings; on (B)(6) 2002: formation in the right ovary of 38 x 37 mm, characteristics of benignity; on (B)(6) 2009: uterus in retroversion of normal size. Normal right annex, left annex is not displayed. No free fluid; on (B)(6) 2010: uterus in retro, regular. Normal right ovary. There is no left ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: the calculation of the number of similar incidents and devices on the market was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a non-health professional and describes the occurrence of uterine perforation ("uterine perforation"), device breakage ("the patient had a salpingectomy to remove all the fragments of the device"), embedded device ("pieces of essure devices still embedded in left cornual side of myometrium"), device dislocation ("still have it in her body and don't know where it is / little piece that she has left inside her, unknown if in the kidney or in the intestines, but the uterus was ok"), hydrosalpinx ("worsening of the left hydrosalpinx"), salpingitis ("infection in the fallopian tube / have caused the infection to get worse") and abortion spontaneous ("spontaneous abortion") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective (suffered injury and damages due to the product inefficiency)"), contraceptive device removal incomplete ("essure was not extracted completely in the first procedure"), off label use of device ("product was implanted as part of a fertility treatment") and contraindicated device used ("esure was inserted with an infected liquid inside my fallopian tube"). The patient had a medical history of hydrosalpinx and dysmenorrhea (increased over time) in 2010, seasonal asthma (since she changed job), genital bleeding (bleeding less than menstruation) and metrorrhagia (normal but painful periods) in 2009, in vitro fertilization (2 ivf treatments are performed without achieving pregnancy) in 2007, anxiety (anguish, uncertainty, discontinuous sleep, fear), sterility and endometriosis (operated on in 2005) in 2005, blurred vision (no alterations in strength or sensitivity. Clinical judgment: headache. Preferential appointment with neurologist), memory loss (symptoms for 3 days) and headache (episode of 10 days of evolution) in 2004, iliac fossa pain (pain of 24 hours of evolution) in 2002, lower abdominal discomfort, intra-abdominal bleeding and hyperprolactinemia in 2001, flank pain (no gynecological pathology was visible) from 1999 to 2000, dysmenorrhea ((B)(6)1999: no pathological findings on exploration and complementary tests performed. (B)(6) 2010: severe dysmenorrhea) in 1999, ovarian operation (of the twisted left ovary, in this surgical act a partial left ovariotomy and retrocecal appendectomy were performed. In this surgical act a partial left ovariotomy and retrocecal appendectomy were performed), ovarian tumour benign, tumour excision (removal of ovarian, paraovarian tumors and of broad ligament) and iliac fossa pain (5 days of evolution) in 1998, arthralgia and myalgia (electrocution accident at age 2.5 years, referring since then to myalgia at the level of the left scapular contour, left hip and left ankle) in 1979 and skin scarring (when electrocution). Ex smoker. Previously administered products included: antidepressants for depressive disorder, oral contraceptive nos for irregular periods and anxiolytics and nolotil [metamizole magnesium]. Past adverse reactions to the above products included: drug allergy with nolotil [metamizole magnesium]. The patient had a family history of laryngeal cancer (father) and heart transplant (mother). As concurrent condition the report mentioned post-traumatic pain (traffic accident two days ago, cervical pain and parascapular region / cervicalgia, post traumatic - trauma from a traffic accident) since 2005. Concomitant products included amitriptyline for paraesthesia since (B)(6) 2012, tranexamic acid for genital haemorrhage since (B)(6) 2009 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("insertion procedure very painful"). In (B)(6) 2011 she experienced back pain ("lumbalgia / lumbalgia not irradiated / pain increases with movements"). In 2011 she experienced uterine perforation (seriousness criteria medically important and intervention required), swelling ("swelling / pelvic swelling"), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On (B)(6) 2012 she experienced cholecystitis ("cholecystitis"). On (B)(6) 2012 she underwent a first in vitro fertilisation ("first ivf cycle"). On (B)(6) 2012 she underwent a second in vitro fertilisation ("second ivf cycle (two embryos are transferred) / embryonic transfer (two)"). On (B)(6) 2012 she underwent controlled ovarian stimulation ("third ivf cycle / ovarian stimulation and follicular aspiration"). On (B)(6) 2013 she experienced dysmenorrhoea ("severe dysmenorrhea (the pain is located mainly on the left side)"). On (B)(6) 2013 she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), hydrosalpinx (seriousness criteria medically important and intervention required), salpingitis (seriousness criteria medically important and intervention required), abortion spontaneous (seriousness criterion medically important), pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"), pelvic pain ("pelvic pain"), allergy to metals ("allergic reaction to nickel"), intermenstrual bleeding ("metrorrhagia"), fallopian tube enlargement ("fallopian tube was very swelling"), paraesthesia ("lower limb paresthesia"), musculoskeletal pain ("joint pain, muscle pain"), sciatica ("permanent sciatic / recurrent left lumbosciatica"), gait disturbance ("permanent limp"), ophthalmic migraine ("periocular headaches with a migraine profile"), biliary obstruction ("obstruction of bile ducts"), dyspepsia ("digestive problems"), alopecia ("alopecia") and hyperprolactinaemia ("hyperprolactinemia"). The patient was treated with antibiotics as well as surgery (essure removal on (B)(6) 2013, laparotomy for removal of the pieces scheduled on (B)(6) 2018, salpingectomy to remove all essure fragments on (B)(6) 2017, laparoscopic left hydrosalpinx removal and removal of left permanent essure on (B)(6)2013 and cholecystectomy). At the time of the report, the paraesthesia had not resolved. The outcomes for uterine perforation, device breakage, embedded device, device dislocation, hydrosalpinx, salpingitis, back pain, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, allergy to metals, intermenstrual bleeding, procedural pain, fallopian tube enlargement, swelling, hypoaesthesia, musculoskeletal pain, limb discomfort, sciatica, gait disturbance, ophthalmic migraine, biliary obstruction, cholecystitis, dyspepsia, alopecia, hyperprolactinaemia, controlled ovarian stimulation and the last episode of in vitro fertilisation were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, biliary obstruction, device breakage, device dislocation, dysmenorrhoea, dyspepsia, embedded device, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, intermenstrual bleeding, limb discomfort, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, procedural pain, salpingitis, sciatica, swelling and uterine perforation to be related to essure administration but saw no causal relationship between paraesthesia, the first episode of in vitro fertilisation, the second episode of in vitro fertilisation or controlled ovarian stimulation and essure. No causality assessment was received for essure with regard to ophthalmic migraine, hyperprolactinaemia or cholecystitis. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6)2017 because essure was not extracted completely in the first procedure. The personal history shows electrocution accident at 2 years of age, since then referring to myalgias at the level of left scapular contracture, left hip and left ankle (clinical judgment: paresthesias in the lower right limb in a patient with a history of electrocution compatible with neurological sequelae). There are no pregnancy diagnoses in any of the 5 ivf cycles that were performed. Diagnosed primary sterility is derived from endometriotic pathology that conditions ovaries with few oocytes and probably of poor quality, in addition to the difficulties added by tubal pathology, there being no causal relationship with the essure device. Events initially reported as symptoms of multiple sclerosis (excluded by clinical tests/ a lot of adverse events (specified at subsequent follow-ups). Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2005: prolactin h 34.9 microg / l (women 1.20-29.93); on (B)(6) 2012: creatinine 0.68 mg / dl (0.70-1.20) hematimetry red blood cells 4.05 x 10e6 / microl (4.20-6.10) mch 31.7 pg (27.0-31.0). Mchc 32.0 g / dl (33.0-37.0). Rdw 10.6% (11.4-14.5). Coagulation apt ratio 0.9 (1.0-1.3) clia antibodies (igg). Against rubella virus positive; on (B)(6) 2012: creatinine 0.65 mg / dl (0.70-1.20). Hematimetry red cells 4.06 x 10e6 / microl (4.20-6.10). Mch 33.0 pg (27.0-31.0); on (B)(6) 2012: serologies ((B)(6) 2012). Anti-hiv antibody: negative . Hbsag: negative. Anti-hcv antibody: negative . Lues (rpr): negative rubella: immune. Rh-group: a-negative . Fsh: 7.8 iu / l. Lh: 2.4 iu / l. Estradiol: 121, pg / ml. Tsh: 2.2 mu / l. Prolactin: 47.8 ng / ml. Testosterone: 0 ng / dl . Progesterone (luteal phase): 0 ng / ml. [Chromopertubation] on (B)(6) 2005: laparoscopy and chromopertubation: both tubes beaded, contrast does not pass through the left tube, through the right it passes with difficulty. Small endometriotic focus in the uterosacral ligament. Very small remainder of normal left ovary. Normal-appearing right ovary [hysteroscopy] on (B)(6) 2011: the essure device is placed in the left tube [investigation] (date unknown): multiple sclerosis tests: negative results [physical examination] on (B)(6) 2002: painful bimanual touch in the right iliac fossa. Normal analytics; on (B)(6) 2004: soft, depressible abdomen, not megaly. Negative blumberg extremities without edema; on (B)(6) 2011: pain on palpation of lumbar paravertebral muscles, especially right ones, muscle contracture in the area, pain on mobilization; on (B)(6) 2016: abdomen: not painful. Lower limbs: slight swelling of the right knee, not painful on palpation. [Rubella antibody test] on (B)(6) 2010: 20.4 iu / ml - igg: positive, igm: negative [scan] in 2013: after left salpingectomy with essure removal pieces of the essure devices still embedded in the left cornual side of myometrium. [Spinal x-ray] on (B)(6) 2005: cervical spine rectification. [Ultrasound uterus] on (B)(6)1998: 6 x 4 anechoic left ovary; on (B)(6) 1998: twisted ovarian cyst; on (B)(6) 2001: painful right annex on examination; ultrasound without findings; on (B)(6) 2002: formation in the right ovary of 38 x 37 mm, characteristics of benignity; on (B)(6) 2009: uterus in retroversion of normal size. Normal right annex, left annex is not displayed. No free fluid; on (B)(6) 2010: uterus in retro, regular. Normal right ovary. There is no left ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('still have it in her body and don't know where it is / little piece that she has left inside her, they don't know if it is in the kidney or in the intestines, but the uterus was ok'), device breakage ('the patient had a salpingectomy to remove all the fragments of the device'), hydrosalpinx ('had a salpingectomy by hydrosalpinx to remove all the fragments of the device'), salpingitis ('infection in the fallopian tube / have caused the infection to get worse') and abortion spontaneous ('spontaneous abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (suffered injury and damages due to the product inefficiency)", off label use of device "product was implanted as part of a fertility treatment" and contraindicated device used "esure was inserted with an infected liquid inside my fallopian tube". The patient's medical history included hydrosalpinx. In 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypoaesthesia ("could not feel from the waist down") and limb discomfort ("legs were completely paralysed 5 days after essure insertion, had a limp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergic reaction to nickel"), adverse reaction ("symptoms of multiple sclerosis (adverse events nos) / a lot of adverse events"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), bile duct obstruction ("obstruction of bile ducts"), alopecia ("alopecia"), arthralgia ("joint pain"), myalgia ("muscle pain"), gait disturbance ("permanent limp"), sciatica ("permanent sciatic"), complication of device removal ("essure was not extracted completely in the first procedure") and fallopian tube enlargement ("fallopian tube was very swelling") and was found to have a pregnancy with contraceptive device ("spontaneous abortion (pregnancy under essure)"). The patient was treated with antibiotics and surgery (essure was removed on (B)(6) 2013, salpingectomy to remove all the fragments of the essure on (B)(6) 2017 and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, hydrosalpinx, salpingitis, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, hypoaesthesia, limb discomfort, adverse reaction, swelling, metrorrhagia, pelvic pain, dyspepsia, bile duct obstruction, alopecia, arthralgia, myalgia, gait disturbance, sciatica, complication of device removal and fallopian tube enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, allergy to metals, alopecia, arthralgia, bile duct obstruction, complication of device removal, device breakage, device dislocation, dyspepsia, fallopian tube enlargement, gait disturbance, hydrosalpinx, hypoaesthesia, limb discomfort, metrorrhagia, myalgia, pelvic pain, pregnancy with contraceptive device, salpingitis, sciatica, swelling and uterine perforation to be related to essure. The reporter commented: she did not have the option to choose any contraceptive method since she got her contraception as part of a fertility treatment. In other words, she believes that what they actually should have done for her was remove that tube, to have removed it, gone into the operating room and taken it out, just like she had to have done 2 years later. The physician also told her that the fluid from the hydrosalpinx was supposed to have been found to kill embryos so that is why blocking that tube was required instead of removing it. The physician who was speaking about the essure device with the reporter explained that in her case she has a good fallopian tube that can produce embryos and a diseased fallopian tube that prevents fertilization. By inserting a mobile device inside a diseased fallopian tube, her physician have caused the infection to get worse. As a consequence of the adverse events, essure was removed on (B)(6) 2013. The patient had a salpingectomy by hydrosalpinx to remove all the fragments of the device on (B)(6) 2017 because essure was not extracted completely in the first procedure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: multiple sclerosis tests: negative results. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.